Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00434 on (B)(6) 2018. Additional information ((B)(6) 2018): siemens evaluated the service performed and confirm that the reagent probe 1 and 2, heater coil, degasser, and wash block were replaced. The instrument was also serviced with a monthly cleaning kit and a water filter. Siemens informed the customer that reagent packs do not need to be removed and agitated every morning as this could potentially cause reagent quality issues. The instrument is performing within specifications, post service and instructions for handling the reagent packs. No further evaluation is required. Result and conclusions code were updated.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00434 on (B)(6) 2018. Siemens filed the first supplemental MDR 2432235-2018-00434_s1 on (B)(6) 2019. Correction ((B)(6) 2019): the date "(B)(6) 2019" used in section b4 of the first supplemental MDR 2432235-2018-00434_s1 is incorrect. The correct date is (B)(6) 2019.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that cardiac troponin I (tni-ultra) falsely elevated results are observed when the reagent pack inventory is <20. The ccc specialist dispatched a siemens customer service engineer (cse) to the customer site. The cse replaced and adjusted the reagent probe, and cleaned reagent probe port. A dark count diagnostic check and maintenance of reagent diluter was performed without issue. Siemens is informed that the customers mixes the reagent every morning and does not move the reagent to another system. There are two advia centaur xp instruments at the customer site, and only one is affected. Siemens is investigating.

Event description:
Two discordant falsely elevated cardiac troponin I (tni-ultra) results were obtained on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The customer used the same samples and an alternate advia centaur xp instrument to perform repeat testing. The repeated results were lower, and it is unknown if the results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tni-ultra results.